Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to confirm the issue. As a precautionary measure the scroll compressor was replaced. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit alarmed the system over temperature while in use on a patient. Nursing staff changed the pump prior to calling. The patient had a heart rate in the 120s, and there had been one gas loss alarm but no other alarms prior to the system over-temperature alarm. No patient harm or injury was reported.

Manufacturer narrative:
Due to character restrictions in block e1. E1 contact person full name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit alarmed due to system over-temperature while in use on a patient. No patient harm or injury was reported.